Manufacturer narrative:
Findings: pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked end cap. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported by the caller that her son had a crack in the bottom of the pump. Customer's blood glucose level was 284 mg/dl. Customer ate an ice cream right before. Customer stated that the drive support cap is pushing out. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction.